Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the infusion device displayed an electronic error at 2:00 am on (B)(6) 2016, also advising him to replace battery. After the patient replaced the battery the infusion device began beeping and had a blank display. The patient went back to sleep. At around 9:00 am he checked his blood glucose level and it was around 20.0 mmol/l. The patient went to the pharmacy and purchased syringes and insulin. At approximately 7:00 pm the patient began having symptoms of elevated blood glucose, ketoacidosis, and nausea. At an unknown time, the patient went to hospital. The blood glucose results obtained at the hospital were not provided. At the hospital the patient was treated with 20 units of lantus and a large bag of unknown fluid. The patient was discharged from the hospital at 1:00 am. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The customer obtained a w4 error, which indicates the end of life for the pump, and advises the user to contact local pump support, which the customer did not.